Manufacturer narrative:
Results: inherent risk of procedure (bowel ischemia, occlusion). (Unknown cause of event). Patient's condition affected effectiveness of device (poor outflow from hypotension and ischemic bowel). Conclusions: (unknown cause of event); device failure/lack of effectiveness related to patient condition (poor outflow from hypotension and ischemic bowel).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. The aortic neck was 25 mm in diameter at the renals and 29 mm in diameter 15 mm below with moderate angulation, no calcification, and severe circumferential thrombus. The distal aorta was 26 mm in diameter. The common iliacs were 8 mm in diameter and very calcified, especially on the left side, contained thrombus, and had unremarkable tortuosity. The left external iliac artery was occluded pre-operatively. It was reported that the stent grafts were post-dilated with non-compliant balloons. An ilio-femoral bypass was then performed successfully to treat the pre-operative left external iliac artery occlusion. Post-operatively, the patient had a retroperitoneal hematoma and hypotension, followed by an ischemic bowel. A bowel resection was performed the following day. The bowel continued to become necrotic and septic, and the patient was again hypotensive. A second bowel resection was performed six days later. It was reported that eight days post index procedure, the right/contralateral limb became occluded; an angiojet was performed, followed by placing another manufacturer's stents within the limb without issues. No kinking of the contralateral limb was reported. After the intervention, the patient had good distal pulses. The limb occlusion event is a consequence of the hypotension and ischemic bowel, which resulted in poor outflow through already narrow access vessels. The patient is still intubated. No additional clinical sequelae were reported.

Event description:
The patient was released from the hospital and is doing fine. The stent graft is fine.